Event description:
It was reported that one day after the implant, atrial lead is being repositioned due to "threshold difficulties and stable impedances" and no capture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.